Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the customer reported issue and replaced the universal surgical manipulator 3 (usm3). The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system started with a recoverable fault message on arm3 error code 32056. The only thing the customer could do was disable the arm, but the surgeon could not work with three arms. Technical support checked the logs and could find related errors pointing to arm3. There was no report of patient involvement or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the customer reported issue and replaced the universal surgical manipulator 3 (usm3). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In artemis, the 32056 error was found, indicating aca in usm3 failed to initialize i2c device on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight ffc was applied behavioral analysis (aba) tested and verified to be the source of the fault. The check sensor was also observed to be characterized by a functional test failure. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported event is attributed to an electronic defect of the yaw searchlight ffc in the usm.